Manufacturer narrative:
Additional information was provided by the sentreheart representative present during the case. The operating cardiac surgeon commented on the patient's extremely friable and delicate tissue. It was difficult to resolve the bleeding because the tissue would not hold the sutures anywhere. Also, it was noted that significant bleeding was evident at the groin site where a femoral closure device was used to close the arterial access site. The exact cause of the bleeding is unknown. Although the device was not returned for evaluation, there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.

Event description:
The lariat was being used to ligate the left atrial appendage on a (B)(6) male. Prior to laa procedure, an aortic valvuloplasty was performed. During laa ligation, it was noted that only a portion of the laa was captured with the lariat. The physician continued with the procedure and after tightening of the device around the laa lobe bleeding immediately occurred. The patient was converted to surgery to resolve the bleeding but expired during surgery.